Manufacturer narrative:
Concomitant med products: compact speed reducer devices, motor devices, attachment device, cutter device. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition associated with the tip of the device not spinning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device had a temperature reading of 103 degrees at the elbow and the base, which exceeded the operational temperature specification. During repair, it was observed that the bearings were worn out and corroded causing the device to run above the operational specification. It was determined that the issue was consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a re-processing process, it was observed that the tips on two motor devices, two compact speed reducer devices and two attachment devices did not spin. It was further reported that a cutter device was returned loose with a note stating that the attachment device would not hold the drill bit device. During in-house engineering evaluation, it was determined that one of the attachment devices had a temperature reading of 103 degrees at the elbow and the base, which exceeded the operational temperature specification. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.